Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the patient during endovascular treatment for an abdominal aortic aneurysm. During the index procedure the reliant balloon burst during the first inflation. The balloon was used according to the normal procedures. There were no patient complications due to the event. The physician replaced the balloon with another reliant balloon and the procedure was completed successfully. The balloon was discarded because the patient had an infectious disease. Per the physician the cause is unknown. No clinical sequelae were reported and the patient is doing fine.